Manufacturer narrative:
Emdr section h6, annex d codes were updated to reflect results of investigation.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular procedure for chronic total occlusion(cto) of the left common iliac artery and a stenosis (90% stenosis) of the right common iliac artery using two gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). The vbx devices were inserted bilaterally and deployed one at a time. Due to the patient's severe pain during deployment, the vbx devices on both sides were dilated at the minimum pressure, resulting in a slightly dogbone shape of the vbx devices. After deployment of the vbx device in the right side, the delivery catheter was difficult to remove because the stent graft and the balloon did not separate smoothly, and during removal of the delivery catheter, the stent graft was moved several centimeters distally, resulting in unintentional coverage of the right internal iliac artery. The coverage of the right internal iliac artery was not treated and an additional stent graft was implanted proximally. It was reported that the right common iliac artery may have originally aneurysmalised diatally, and that the distal side of the vbx device was not in close contact with the vessel wall, which may have contributed to the easily migration. The physician reportedly stated as follows: I removed the delivery catheter carefully, but the stent graft moved and I didn't see it during the catheter removal. *the two vbx devices used in this case were reported as bxb075901j/(B)(6) and bxb075901j/(B)(6), but it could not be determined which was implanted on the left or right side each.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: coded12: according to the gore® viabahn® vbx balloon expandable endoprosthesis (reduce profile) instructions for use (IFU): potential clinical and device adverse events: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: migration, occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. G. Deployment of the gore® viabahn® vbx balloon expandable endoprosthesis: 4. Maintaining proper introducer sheath support, very slowly withdraw the balloon. Observe under fluoroscopy to ensure that the balloon disengages from the stent. If resistance is encountered upon attempted removal, do not force removal, use fluoroscopy and conventional techniques to determine and remedy the cause of resistance before proceeding. The balloon needs to be fully deflated to ensure it disengages fully from the endoprosthesis. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #bxb075901j, serial # (B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.